Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, and that the impedance trend of the rv pacing lead was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered the lead integrity alert (lia) for rv impedance increase and noise oversensing on the tip-to-ring electrode leading to high rate non-sustained tachycardia episodes. About four weeks after the lia was tripped, the rv lead was capped and replaced as there was a suspected fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.